Event description:
It was reported that the customer experienced a malfunction on the pump, specifically a malf 12, which was not resettable but did not lead to any notable events prior. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer reverted to an alternate method of insulin therapy.